Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm multiple times during drain 3 of 5. The patient attempted to troubleshoot the issue by pressing ok, but the soft alarm returned. Technical support provided the patient with information regarding the soft alarm, and advised to continue use of the cycler. Upon follow up, the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The backside of the cassette was wet when removing the cassette from the cycler. The fluid leaked inside the cassette door as well. The patient was connected when the leak occurred. Upon further follow up, the patient confirmed the reported event and that the fluid leak may have occurred during the 3rd cycle. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: section d.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm multiple times during drain 3 of 5. The patient attempted to troubleshoot the issue by pressing ok, but the soft alarm returned. Technical support provided the patient with information regarding the soft alarm, and advised to continue use of the cycler. Upon follow up, the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The backside of the cassette was wet when removing the cassette from the cycler. The fluid leaked inside the cassette door as well. The patient was connected when the leak occurred. Upon further follow up, the patient confirmed the reported event and that the fluid leak may have occurred during the 3rd cycle. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm multiple times during drain 3 of 5. The patient attempted to troubleshoot the issue by pressing ok, but the soft alarm returned. Technical support provided the patient with information regarding the soft alarm, and advised to continue use of the cycler. Upon follow up, the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The backside of the cassette was wet when removing the cassette from the cycler. The fluid leaked inside the cassette door as well. The patient was connected when the leak occurred. Upon further follow up, the patient confirmed the reported event and that the fluid leak may have occurred during the 3rd cycle. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.